Event description:
It was reported to MFR by facility, that a resident became entrapped between rail and mattress. Resident was found with her head caught between rail and mattress. Unk as to the mattress type. Bed was the easy care 2004; model b675 with 1/2 rails; model f14scal. Per facility, no malfunction while in use. However, the product is not in use at this time. Per MFR, no zone was identified or whether the bed was flat or articulated. However, as described "between the rail and mattress", MFR would identify as a zone 3 entrapment. Facility had been using a current bed model and upgraded assist device type. Per facility, the state has completed their investigation of the incident, report has not been sent to the MFR.